Event description:
The surgeon implanted a silicone lens but the haptic was damaged leaving the injector upon insertion. The surgeon enlarged the incision to remove the lens. The pt's iris prolapsed and started to come out of the incision. After the surgery the pt had corneal edema and hyphema. The surgeon stated this was a pt issue - the pt had a shallow anterior chamber, a floppy iris and poor dilation. At 30 days post-operative the pt's best-corrected visual acuity was 20/30 - 2 and the prognosis is excellent.